Manufacturer narrative:
(B)(4). After battery was installed, the insulin pump gave an unexpected flashing white/blank display followed by an unexpected intermittent beep alarm due to a cracked lcd controller. The pump was unable to perform functional testing including the self, rewind, seating, basic occlusion, occlusion, force sensor and displacement due to display anomaly. The pump was received with a cracked case on the back at the battery tube area and battery tube threads. The pump was received with a cracked keypad overlay at select button. The device was also received with a minor scratched display window, case and keypad overlay texture damaged.

Event description:
The customer reported via phone call that the insulin pump is cracked at the battery compartment. Customer's blood glucose was unknown at the time of incident. The product will be returned.